Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2018. Reportedly, the patient did not calibrate after the inaccuracy. Additionally, the patient was taking medication containing acetaminophen. Additionally, the patient entered bg values outside the 40-400 range. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Labeling indicates: with calibration prompts, your sensor and display device helps you keep your calibration schedule on track. If your bg values are not between 40-400 mg/dl, the system won¿t accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values.